Event description:
It was reported that the pt's neurostimulator reached end-of-life (eol) after being implanted for 12 months. The device was replaced. Add'l info was requested. See MFR report #3004209178-2010-09810 for subsequent neurostimulator battery issue.

Manufacturer narrative:
(B)(4).